Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. The customer stated that the event was cause by patient anatomy.

Event description:
It was reported that a female patient treated for therapeutic hypothermia, the cool line catheter came out when the patient change her body position. The catheter was placed in the internal jugular vein for approximately 30 minutes dwell time. According to the customer," artic sun" was used to continue the treatment. Customer also reported that the catheter was too long due to the patient body size. The catheter was anchored to the patient with a suture tab clip. No patient harm or consequence was reported on this event.